Event description:
It was reported that the temperature probe of arctic sun device was not registering, but it did register on monitor. Nurse explained it would register for a second and then reading would go away. Nurse confirmed that the cable was in patient temperature port one and secure. It was explained to nurse that they would probably need to obtain another temperature cable.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is a failed temperature probe cable. However this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure.  The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. Corrections: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature probe of arctic sun device was not registering, but it did register on monitor. Nurse explained it would register for a second and then reading would go away. Nurse confirmed that the cable was in patient temperature port one and secure. It was explained to nurse that they would probably need to obtain another temperature cable.